Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was folded. No tears or holes were visible in the balloon material. A microscopic examination of the balloon material identified no tears. All blades were fully bonded onto the balloon with no issues identified. As part of the analysis the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres. The balloon maintained the pressure with no leaks noted. A vacuum was pulled, and the balloon deflated. The balloon was inflated and deflated on three more occasions, from its rated burst pressure with no leaks noted. The encore inflation device was tested prior to and after use using a druck pressure gauge. A visual and tactile examination identified multiple kinks along the length of the midshaft. No other damage was noted along the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the middle end of the left anterior descending artery. A 15/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at less than working pressure for a few seconds. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the middle end of the left anterior descending artery. A 15/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at less than working pressure for a few seconds. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.